Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device breakage ("coil came out on 2 separate parts"), abdominal pain lower ("severe cramping"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("heavy and irregular bleeding") in a 24-year-old female patient who had essure (batch no. 626222) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 1. Concurrent conditions included dizziness, vomiting, pelvic adhesions, overweight and adnexa uteri pain. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). In 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). In 2015, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain"), ovarian cyst ("sim12le cyst within the right ovary") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),), surgery (salpingectomy (bilateral removal of fallopian tubes)), surgery (pelvic surgery to try and alleviate the symptoms on (B)(6) 2016) and surgery (in 2013 underwent ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and vaginal discharge had resolved and the device breakage, abdominal pain lower, menorrhagia, genital haemorrhage, vaginal haemorrhage, dysmenorrhoea, dyspareunia, weight increased and ovarian cyst outcome was unknown. The reporter considered abdominal pain lower, device breakage, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, ovarian cyst, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2008, hysterosalpingogram ,reason for removal of essure is ae. She had two pregancies and one live birth. Current weight 206 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. On (B)(6) 2008, hysterosalpingogram. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record:device breakage" most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Events-"abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), salpingectomy (bilateral removal of fallopian tubes), dyspareunia (painful sexual intercourse), pain, weight gain,vaginal discharge", lot number, reporter added from pfs. Event "coil came out on 2 separate parts", concomittant and historical condition added from medical record. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('coil came out on 2 separate parts'), pelvic pain ('pain'), abdominal pain lower ('severe cramping'), menorrhagia ('abnormal bleeding (menorrhagia)') and genital haemorrhage ('heavy and irregular bleeding') in a 24-year-old female patient who had essure (batch no. 626222) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Co-suspect products included depo-provera. The patient's medical history included gravida ii and parity 1. Concurrent conditions included dizziness, vomiting, pelvic adhesions, overweight, adnexa uteri pain, anxiety and ovarian torsion. On an unknown date, the patient started depo-provera at an unspecified dose and frequency. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2015, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required). On (B)(6)2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), ovarian cyst ("sim12le cyst within the right ovary") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (in 2013 underwent ablation, salpingectomy (bilateral removal of fallopian tubes), salpingectomy (bilateral removal of fallopian tubes), and pelvic surgery to try and alleviate the symptoms on (B)(6) 2016). Essure was removed on (B)(6)2016. At the time of the report, the device breakage, abdominal pain lower, genital haemorrhage, dysmenorrhoea, dyspareunia, weight increased and ovarian cyst outcome was unknown and the pelvic pain, menorrhagia, vaginal haemorrhage and vaginal discharge had resolved. The reporter considered abdominal pain lower, device breakage, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, ovarian cyst, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2008, hysterosalpingogram ,reason for removal of essure is ae. She had two pregnancies and one live birth. Current weight 206 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: essure placement successful. On (B)(6) 2008, hysterosalpingogram ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record:device breakage, excessive bleeding, pelvic pain quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical records were received. Outcome for event pain, abnormal bleeding and vaginal discharge were resolved. A technical investigation will be conducted, including a batch review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device breakage ("coil came out on 2 separate parts"), abdominal pain lower ("severe cramping"), menorrhagia ("abnormal bleeding (menorrhagia)") and genital haemorrhage ("heavy and irregular bleeding") in a 24-year-old female patient who had essure (batch no. 626222) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 1. Concurrent conditions included dizziness, vomiting, pelvic adhesions, overweight and adnexa uteri pain. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). In 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). In 2015, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), weight increased ("weight gain"), ovarian cyst ("sim12le cyst within the right ovary") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),), surgery (salpingectomy (bilateral removal of fallopian tubes)), surgery (pelvic surgery to try and alleviate the symptoms on (B)(6) 2016) and surgery (in 2013 underwent ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and vaginal discharge had resolved and the device breakage, abdominal pain lower, menorrhagia, genital haemorrhage, vaginal haemorrhage, dysmenorrhoea, dyspareunia, weight increased and ovarian cyst outcome was unknown. The reporter considered abdominal pain lower, device breakage, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, ovarian cyst, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2008, hysterosalpingogram ,reason for removal of essure is ae. She had two "pregnancies" and one live birth. Current weight 206 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. On (B)(6) 2008, hysterosalpingogram. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record:device breakage". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2018: quality safety evaluation of product technical complaints. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ("severe cramping") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for birth control. On (B)(6) 2008, the patient had essure inserted. In 2015, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (pelvic surgery to try and alleviate the symptoms on (B)(6) 2016). At the time of the report, the abdominal pain lower and genital haemorrhage outcome was unknown. The reporter considered abdominal pain lower and genital haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.